Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Allegedly, the surgeon found the rise for metal ion value in the blood at routine medical checkup. The surgeon performed revision surgery. Medium activity level.